Manufacturer narrative:
The generator has not been returned yet, but if it is returned, a follow-up report will be sent.

Event description:
The report stated that while using the forcetriad esu generator there were two cases of inadequate seal during each case using a vessel sealing device with confirmed end tone on the generator. This is an indication that the sealing is complete. It was felt that the issue was related to the generator delivering inadequate power and not related to the hand pieces or technique. Pts fully recovered.